Manufacturer narrative:
Pump received with cracked battery tube threads, broken reservoir tube lip, stained address/serial number label, cracked belt clip slot. The p-cap does not lock into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer reported that the reservoir was able to locking in place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.